Event description:
Patient receiving heparin infusion via pump at 4ml/hr. Pump alarmed and heparin bag was found empty. All settings on pump appear accurate. Pump taken out of service. Pt was monitoring closely, additional lab work ordered and protamine ordered and given.